Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and associated lead presented to the hospital in (B)(6) 2017 with chest pain and distress. A device check found the device was not functioning properly. The outputs of the device were doubled as a temporary resolution. It was also noted that the pacing impedance was increased. During an invasive procedure to investigate the issue, the pocket was opened and it was observed that the setscrew was defective. It was determined the device could no longer be used with the defective setscrew and the patient was scheduled for a replacement. On a later date, the device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. A set screw mark was noted on the terminal pin and terminal ring in the correct location. The lead body exhibited stretched outer coils and the rear molded insulation had separated; this likely occurred while removing of the lead from the device header during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.